Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products item # 24-6563, lot # 721550b; tmj system sm lft fossa component; item # 01-6545, lot # 744080c; tmj system 45mm rt narrow mandible component; item # 01-6546, lot # 845300d; tmj system 45mm lft narrow mandible component; item # 24-6562, lot # 084150b; tmj system sm rt fossa component. G3: consumer: patient. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2024-00001; 0001032347-2024-00011; 0001032347-2024-00010; 0001032347-2024-00009.

Event description:
It is reported that the patient has undergone temporomandibular joint procedures and is now being considered for a revision procedure. No further revisions have been reported to date. Attempts have been made and no further information has been provided.